Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip deployment difficulty. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior prolapse and small chambers. The clip delivery system (cds) was advanced to the mitral valve; however, the clip could not be released from the delivery catheter shaft. Troubleshooting was performed, and the clip was able to be deployed. The patient is stable. One clip was implanted, reducing mr to 1-2 there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.na

Event description:
Subsequent to the initially filed report, the following information was received: a few days later, it was noted that the clip became detached from one mitral leaflet, but remained attached to the other mitral leaflet (single leaflet device attachment/slda). The mitral regurgitation (mr) increased to 4. The patient was treated with mitral valve replacement surgery, which was successful. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported difficult clip deployment a single leaflet device attachment (slda) could not be tested via returned device analysis. The investigation identified an observed actuator mandrel break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported recurrent mitral regurgitation is the result of the slda. Based on the information provided a conclusive cause for the reported difficult clip deployment and slda cannot be determined. The reported patient effect of recurrent mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the observed broken actuator appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.